Event description:
The pt is a 53-yr-old oriental woman who initially had bilateral breast augmentation in 1974 with 75cc using co's implants. She developed capsular contracture on the right side within six years. Then in the past five to six years, she developed myalgias in the shoulders and elbow, right side greater than the left side. In addition, she developed fatigue, sharp pains in the chest, dry eyes, decreased short term memory capacity. On ultrasound xeromammogram examination of the breast, she has a definitive left intracapsular rupture but right side implant intact. There is calcification of the capsule on the right side. There is also severe capsular contracture on the right side and a moderate contracture on the left side grade 3. Total capsulectomy is medically necessary because of the calcification of the capsule on the right and rupture on the left and local pain as well as systemic symptoms.